Event description:
It was reported that loss of capture was observed after the estimated implantation period of 116 months. The lead was capped and a new lead was implanted.

Manufacturer narrative:
The medical device has not been returned for analysis, and it was therefore not possible to examine it. The analysis is therefore based on a review of the production documents of the product complained about and an analysis of the included data. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In the recording period between (B)(6) 2019, the rv sensing amplitude was measured as vacillating between 5 mv and 15 mv, and the rv pacing impedance was measured at 500 ohm with several intermittent abrupt drops to less than 200 ohm. Despite the available information, conclusions regarding the cause of the clinical complaint are not possible. An analysis of the lead itself would be required to determine the cause. If additional relevant information or the device itself should become available, the incident will be updated accordingly.